Manufacturer narrative:
The reported issue was confirmed, as design related. Instruction sheet does not include instructions for trimming the extension tube. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "directions for use: separate notches within circles. Put straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). To empty dispoz-a-bag leg bag, remove cap at bottom. Important: hold green connector firmly while removing cap. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." (B)(4).

Event description:
It was reported that the instructions for the leg bag should provide instructions on the proper amount of slack that is needed for the extension tube and explain how it can be trimmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the instructions for the leg bag should provide instructions on the proper amount of slack that is needed for the extension tube and explain how it can be trimmed.